Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Customer implanted the incorrect implant on a patient in a hip revision. They implanted a v40 head taper on a c taper stem. The implant was a universal sleeve in a 28mm ceramic head. Update (B)(6) 2019: as per sales rep response "the implanted 28 head is designed to be used with either a v40 or c-taper sleeve. The surgeon just used the wrong sleeve per the stem taper."